Event description:
On 10/22/2009, it was reported to sscor, inc that the suction device s-scort iii (model # 74000, (B)(4)) stopped suctioning during a resuscitation procedure. A pt was involved, but no injury occurred. The health care provider stated that the unit seems to be working fine after the incident; however, he wanted sscor, inc to evaluate the device.

Manufacturer narrative:
On 11/02/2009, we received the suction unit (model #7400, (B)(4)) involved in this incident. Before conducting the performance test on the device, the battery was fully charged as required. The device stopped suctioning to the specification after 22 minutes which is earlier than expected. A device failure investigation revealed that the pump performance declined during the performance test to the point the vacuum pump no longer met the performance specifications. We are still in the process of performing further failure investigation on the device. Please note that the normal suctioning (resuscitation) procedure usually takes few minutes. In addition, it is also a common practice for healthcare professionals in emergency medical services to carry a manual suction device as an alternate suction device. Healthcare professionals are also trained to turn the pt on their side to evacuate the airway of fluids using no suction device. We are currently trying to contact the initial reporter to obtain the detailed info regarding the incident. We will submit a follow-up report if we receive any updated info from the initial reporter. As reported, there was no adverse event as a result of the incident; however, we will continue to monitor this kind of defect to take necessary corrective and preventive action.